Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during a routine check. The patient did not experience any symptoms due to safety mode. Boston scientific technical services (ts) recommended that this device be replaced. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Review of device memory identified an error, which resulted in software resets that were performed in an attempt to correct the error. These resets occurred during a telemetry session caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the software resets, reversion to safety mode operation.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during a routine check. The patient did not experienced any symptoms due to safety mode. Boston scientific technical services (ts) recommended that this device be replaced. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.